Event description:
On (B)(6) 2014, (B)(6) contacted (B)(4) customer service regarding a male patient injected with radiesse for facial lipoatrophy. She stated on (B)(6) 2014, she injected the patient in each cheek with 1.5 cc of radiesse. (B)(6) had no problem with the left side; however, the syringe used to inject the right cheek clogged several times. The patient developed some initial bruising, but otherwise had good results. The patient came in 2 days later reporting pain, swelling and more bruising. She provided narco pain medication and anti-inflammatories, but he did not take either, only otc tylenol. On (B)(6) 2014, the patient returned and was evaluated by (B)(6) and her supervising physician and reported a 5 cm area of necrosis on the right cheek with an area of blanching. There was also a small area of hyper-pigmentation starting under the right eye. He was prescribed topical bactroban and cultures were taken, although infection was not suspected. The case has been refered to (B)(4) for further consult and treatment options.

Manufacturer narrative:
On (B)(6) 2014, (B)(6) sent an email to (B)(6) to indicate that the culture showed light growth of staph aureus. The patient was put on doxycycline, 100mg bid. On (B)(6) 2014, (B)(6) reported the patient is doing better and the healing is progressing. Since the patient was already past the nitro pasts stage at the time the adverse event was reported, (B)(6) recommended (B)(6) use duoderm sterile dressings to promote further healing and medihoney for debridement effect and antibacterial effect. On (B)(6) 2014, (B)(6) sent an email to (B)(6) stating the patient doing well with the medihoney. Updated photo was sent to (B)(6). On (B)(6) 2014, (B)(6) emailed (B)(6) stating patient looks like he is doing well. On (B)(6) 2014, (B)(6) sent an updated photo and stated the patient is using duoderm during the day and medihoney at night. He has gone back to work and is doing well. The device history record for radiesse lot #100070505 was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.